Event description:
It was reported that the patient collapsed following a dye study. One or two months prior to report, the healthcare provider (hcp) attempted to aspirate the catheter, but couldn't. It was noted that the catheter also could not be aspirated prior to the dye study. The hcp pushed the dye through the catheter access port (cap) and 'probably gave the patient a bolus from the catheter volume.' Two hours after the test, the patient collapsed. It was noted that the hcp had programmed the pump to minimum rate mode one week prior to report and had planned to fill the pump with morphine and restart therapy that day. At the time of report, the drugs in this system were baclofen and a 'couple of opioids.' No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was later reported that the patient was recently seen at the doctor's office and she was "doing just fine".